Event description:
A patient's meter was giving inaccurate erratic readings. They stated that the results would be in the 200s and 300s and then would drop to 25 mg/dl. They were taken to the emergency room due to readings on the meter. There is no other information documented about this. Unknown what the ER meter reading was or if they were treated there. The test strips that the patient was using were discolored. They stated that they kept the strips "in the box they came in". Since there is insufficient information during the time they were in the emergency room, this case is reported as a strip malfunction. The test strips were not expired or opened for more than 4 months. The test strips were replaced. No further information has been reported.